Manufacturer narrative:
Section information references the main component of the system.

Event description:
A patient reported they were desperate and decided to go forward with the implant because they were told they could use a combination of medication and interstim. They noted they got the interstim for bladder infections every 3 weeks, burning and going to the bathroom 52 times per day, prior to the interstim. The patient reported that the interstim and the medication together, help. They turned stimulation off for 3 nights and thought the burning came back, so it was helping with something. They thought the medication was helping with the infections. However, they wanted more help than they were getting with the medication and the interstim and that was why they wanted to try new programs. The patient also reported that in (B)(6) 2016 they had severe bowel problems and severe constipation that started, suddenly, after a colonoscopy. A second colonoscopy was done in (B)(6) 2016 and they had not had a bowel movement on their own since (B)(6) 2016. They stated that they started working with an hcp regarding the constipation. They had a test that showed their muscles were not working. They also had an x-ray that looked fine and would have 2 marker tests. They had been taking prescription medication. In (B)(6) 2016 they had not gone in six days and had an enema and lost 6.5 pounds. The medications they were taking worked, then all of a sudden just stopped. On a date unknown, the patient went to their healthcare providers (hcp) office and thought since the interstim was not working, they were not happy and they were supposed to have their bladder removed on (B)(6) 2014. Then they gave the patient the medication, along with the interstim and that helped. The patient did inform the hcp about the bladder removal. On (B)(6) 2016, the patient was told by the nurse at the hcp office that they were trying to get the leads to move. Upon clarification, they meant to get stimulation to a different part of their pelvic floor, and since they could not get stimulation to move they told the patient that their leads were broken and refused to work with the patient until they got them fixed. The patient then saw their hcp who refused to fix them and said their interstim was not broken. The patient said the hcp did not know how to use the clinician programmer and when the patient told them to read the book, they refused. On (B)(6) 2016, the patient reported they had vertigo, the day prior, and they were so dizzy that they were screaming and could not get up to go to the bathroom. They went to the urgent care and they gave the patient pills. It got worse, so they went to the emergency room (ER) and they gave the patient different pills, including prednisone, and two other prescription medications through intravenous in the hospital, and the night of the report, they started taking oral pills. They stopped taking their initial prescription medication because they did not want the pills to interact. That helped, but not as much as they wanted it to. They said they had a CT scan that morning. It was noted that the patient gets sick a lot and they had a bladder surgery. It was also noted that the patient had been working with the nurse once a month to change programs and wanted to continue to see what the other programs were like. They mentioned they worked with the manufacturing representatives (rep) in the area, but the patient did not know the dates. It was noted that the patient reported when they had their trial they always got calls from the manufacturer and now their calls are not returned and during the call the patient called their interstim their pump, but later corrected the verbiage and recognized it as interstim. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.